Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that a non-intuitive motion issue occurred on an instrument that was installed on universal surgical manipulator (usm) 1. The customer used a different instrument to resolve the issue. The tse reviewed the logs but could not find any related error. The tse advised the customer to reinstall the sterile adapter or check for a message of ¿arm rotation limit." The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The reported issue was resolved by replacing the instrument. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The instrument information cannot be verified via the system log review at this time due to insufficient product information, and the system was not connected to online. The primary product will be updated if additional information becomes available.